Manufacturer narrative:
The device has not yet been received in baxter for evaluation. A follow-up report will be submitted should the device be made available and an evaluation completed.

Event description:
The facility representative reported a pump that overinfused during patient use. The pump was set to deliver 1ml per hour but instead delivered 12 cc in 30 minutes. No patient injury or medical intervention was reported. No additional information is available.